Manufacturer narrative:
Ts updated 2007. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: >6.0, lab: 10.0 (from memory), mean: unable to be determined, confidence limits: unable to be determined. The mean and confidence limits cannot be calculated because the inratio value is greater than 6.0. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: date: 2007, inratio: >6.0, lab: 10.0 (from memory)